Event description:
The customer reported that halfway through a thyroid case, an end tone, indicating a completed seal cycle was heard, but sealing was not completed. This did not cause any additional blood loss. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.